Event description:
Consumer indicated a tampon elongated upon removal from her body, and she later removed a small piece of tampon which remained from her vaginal area.

Manufacturer narrative:
Device history record in review. Consumer did not return product samples for evaluation.